Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began around (B)(6) 2015. The patient was unable to provide any test result, however was able to state that there was up to a 20% difference in test results between the subject meter and another meter (vita). Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for accuracy. The patient manages his diabetes with insulin (self-adjuster). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of "hypoglycemia, sweating and feeling cold" between (B)(6) 2015. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began. In addition, there is no evidence that the subject meter malfunctioned.